Manufacturer narrative:
The insulin pump had an unresponsive esc button due to an unlocked connector at the lcd board. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unresponsive keypad or button on the insulin pump. The insulin pump will be repaired and replaced.